Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted tool marks on the header, no other anomalies were noted. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that the patient was admitted to the hospital after experiencing seizures and syncope. In the emergency room the patient had a seizure and experienced asystole of approximately twelve seconds. Interrogation found no inappropriate sensing on the ventricular channel and no inappropriately stored ventricular episodes. However there were inappropriately stored atrial tachy response (atr) events and the a blank after ventricular pace was adjusted. Isometrics were performed and no noise was noted on the ventricular channel. The electrogram from the hospital showed an atrial pace with no ventricular response. The ventricular output was reprogrammed to 5.0 volts and the minute ventilation and rate response trend features were programmed off. It was noted that another manufacturer¿s right ventricular (rv) lead had a slight increase in impedance measurements over the last two months; from a steady 500 ohm reading to intermittent jumps of 900 to 1000 ohms. The physician thought that there may be insulation compromise on the rv lead. A revision procedure was performed where the physician opted to explant the pacemaker and surgically abandon the rv lead as a conclusive cause could not be determined. No additional adverse patient effects were reported.